Event description:
A report was received that a patient was explanted due to skin erosion at the ipg site. The patient did not have an infection. The patient was re-implanted with new devices and they are reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-9004-55, serial#: (B)(4), description: precision connector m1, 55cm model#: sc-9004-35, serial#: (B)(4), description: precision connector m1, 35cm the explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.